Manufacturer narrative:
The review of the provided data didn¿t highlight any issue in exiting a session. The reset of the implant memory has been confirmed but not the exit confirmation. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, at the end of the implantation procedure, the session didn't end properly, it was not possible to leave the session in a correct way.

Event description:
Reportedly, at the end of the implantation procedure, the session didn't end properly, it was not possible to leave the session in a correct way. Files will be sent and also a picture of the screen.